Event description:
Patient said they have a vns stimulator and said that the vns stimulator effects the sound of their voice. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).